Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es patient results for two samples drawn from two patients (patient a = 0.155 ng/ml; patient b = 0.088 ng/ml) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es results were not reported from the laboratory to the clinician as the customer has established confirmation testing of any tropi es result > url prior to reporting. The customer repeated the affected patient samples (repeat patient a < 0.012 ng/ml; repeat patient b < 0.012 ng/ml), which the physician considered to be the correct results. There were no allegations of harm to the patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es patient results were obtained. The samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Performance testing demonstrated that the vitros 5600 analyzer was operating as intended at the time of the event. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing cannot be ruled out as a possible contributing factor. There is no evidence that the vitros 5600 analyzer and vitros trop I es reagent had malfunctioned.